Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing were observed on a remote follow up. The patient was not reported to be symptomatic. The device sensed a high frequency signal prior to r-waves. The signal was not reproduced with isometrics or deep breathing. Possible myopotential oversensing was discussed. The patient will be followed normally with no changes at this time, patient will be treated with medical therapy and will return for follow-up in three months. The patient condition is fine.

Event description:
New information notes that the non-sustained rv oversensing episodes continued. Programming changes were recommended. It was later noted that the changes have not been made. No patient symptoms were reported.